Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was not confirmed. It was also noted, the electrical system cable had kinks and a knot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported the image does not appear while using hd autoclavable camera head. The malfunction was found while prepping for use. There was no reported patient harm or impact due to this event.